Event description:
In 2005, a first time plasma donor became lightheaded after the plasmapheresis procedure was completed. She fainted. Experiencing a small laceration (1/4") on her chin that bled. The center medical supervisor (ms) cleansed the area and applied a bandage along with an ice pack. Dodnor did not hit other areas of her head. The ms auscultated th heart rhythm at 78bpm, which was irregular with greater than 10 irregular beats perminute. Donor complained of having palpitations but denied chest pain or shortness of breath. Donor's apical pulse remained irregular. Donor's skin color was pink and there was no evidence of neurological changes. Donor was provided oral fluids (water) but whe refused crackers and juice. Due to the signs and symptoms noted during this event, the ms discussed with the donor the need for further medical evaluation and possible treatment from hospital. Donor agreed to be transferred and was transported to the local ER in 2005. The hospital medical report received in 2005 indicated that the donor was admitted overnight. Due to the presence of irregular heart beat (atrial fibrillation). The physical exam performed at the ER in 2005 was unremarkable except for an initial pulse rate of 130, which was irregular. Cardiac exam was notable for an irregular rhythm, no peropheral edema. Donor was admitted to the telemetry unit where she spontaneously concerted sinus rhythm. Tests (tph) performed including echocardiogram were normal. The diagnoses were described as 1. Syndrome , felt secondary to vasovagal reaction from plasma donation. 2. Atrial fibrillation related to vasovagal reaction and recent caffeine excess. While being monitored at the plasma center, the donor stated that she had fainted 3 to 5 times in the past associated with blood draws, last time 9 years ago. At ths hospital, she denied any previous history of cardiac diseases including heart arrhythmia such as atrial fibrillation or tachyarrhythmia. However, she reported that she had recently consumed more caffeine than usual. She also indicated that she had noted repetitive episodes of lightheadedness when she is in the warm envorinment but that she has not actually felt syncopal before (note:this informatio conflicts with the information provided to the plasma center medical supervisor.